Manufacturer narrative:
One viewflex xtra ice catheter was received for complaint evaluation. A bend and fracture in the catheter shaft was noted 0.5¿ proximal to the distal tip, exposing internal components of the device. No other visual anomalies were noted. The catheter was recognized by the catheter interface module and zonare viewmate system, however functional testing was not possible due to the aforementioned damage. The cause of the damage is consistent with damage during use.

Event description:
This report is to advise of an event observed during analysis confirming fracture of the catheter tip, exposing internal components.